Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d1 (brand name), d4 (model #), and d4 (primary UDI#). The device was returned to zoll medical corporation. The customer's report was observed in the log but could not be reproduced. After clearing the error, the device had 30 sec self-tests run (runs a daily, weekly, and monthly self-test within 30 seconds) without any discrepancies noted. On/off current, patient and circuit impedance testing, internal inspection, and shock testing all passed. The pads used during the reported event were not returned for evaluation. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.